Event description:
Event description guidant received information that this defibrillation lead exhibited ventricular oversensing of noise, that inhibited ventricular pacing. The patient is pacemaker-dependent.